Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified pump valve deactive state issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. The pump was functionally tested and failed the valve deactive state test. Product analysis concluded these valve deactive state issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the investigation conclusion code of cause traced to component failure was chosen, as product investigation identified a device malfunction with the returned pump.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced due to unspecified reasons. Analysis of the pump revealed a mechanical issue. No patient complications were reported.